Manufacturer narrative:
Insulin pump passed the displacement test. The insulin pump received motor error alarm during basic occlusion test due to loose/flush drive support disk. Analysis was unable to perform the error test, unable to verify alarms or perform prime test due to motor error alarm. Insulin pump was received with normal operating current. Insulin pump passed self-test. Pump passed off no power test. Insulin pump was received with minor scratched lcd window, cracked case at the reservoir tube window corners, cracked battery tube threads and broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was 200mg/dl at the time of the incident. The customer also reported that during the insulin pump was stuck in the rewind loop. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.